Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that neoflon yel 24ga IV cannula was damaged. The following information was provided by the initial reporter: bd neoflon brand yellow branulas were used and problems were found when inserting the catheter into the vein: it gets stuck at the time of puncture. The plastic part - separates from the mandrin during insertion. The mandrin is deviated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that neoflon yel 24ga IV cannula was damaged. The following information was provided by the initial reporter: bd neoflon brand yellow branulas were used and problems were found when inserting the catheter into the vein: it gets stuck at the time of puncture. The plastic part - separates from the mandrin during insertion. The mandrin is deviated.